Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volux¿ in the lower third of the face (chin and mandibular angles). The patient immediately reported tenderness at the filler boluses, which was never fully resolved in the following months. Approximately one year after the treatment, they developed edema, erythema, and pain at the nodules, eventually progressing to suppuration and ulceration (chin and left mandibular area). The appearance of a nodule at the mandibular angle, which was subjected to drainage following antibiotic therapy. Symptoms are ongoing.